Manufacturer narrative:
(B)(4) describe event or problem - correction, relevant tests/laboratory data, including dates - additional, if follow-up, what type?: correction/additional information.

Event description:
Dexcom was made aware on 08/21/2016, that on (B)(6) 2016, the patient experienced an intermittent audio output from the receiver and an adverse event.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on 08/21/2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and an adverse event. The patient stated that he had some friends over and at approximately 9:00pm he suddenly felt "funny" and heard the 50mg/dl alarm go of. The patient immediately took 3 glucose tabs and became unconscious and had a seizure. An ambulance was notified and the patient was transported to the hospital and was admitted at 10:00pm. While in the hospital, the patient received a cat scan and an MRI. The patient was discharged from the hospital on (B)(6) 2016 at 3:00pm. Additionally, during the time of the event, the patient stated that he did not hear the receiver's low alert at 80mg/dl. At the time of contact, the patient was in good condition. No additional event or patient information was provided. The complaint device was returned for evaluation. The receiver was determined to be in good condition based on external visual inspection. Global receiver functional testing resulted in no failures related to the customer complaint. Log review did not contain any errors related to the reported issue. The reported fault could not be reproduced with the receiver. The customer complaint could not be confirmed. A root cause could not be determined. The patient made treatment decisions based on cgm values. Labeling indicates: the dexcom g5 mobile cgm system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom g5 mobile cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event.